Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The procedure was completed with another of the same device. No patient complications were reported and there was no patient involvement when the incident occurred. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The procedure was completed with another of the same device. No patient complications were reported and there was no patient involvement when the incident occurred. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: there was contrast in the guidewire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first distal row had two stent struts stretched and bent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).